Event description:
The report states, "Readings are not accurate."

Manufacturer narrative:
The report states, "Readings are not accurate."Customer reported, "Incorrect readings are being given by the machine. This occured while I was using the machine to take the blood pressure. The machine continued to give incorrect readings." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this MedWatch is being filed. If any further relevant information is identified or obtained, a supplemental MedWatch will be submitted.